Manufacturer narrative:
Merz assessment and investigation: as belotero was not further specified this case was assessed based on the assumption that belotero balance was used. As the lot number was not available, a batch record review and case search on the reported lot could not be performed. A review of trending for belotero balance did not identify any trends related to the reported issue (q4-2025 belotero product family trending report, (B)(4), on (B)(6) 2026); no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case is considered as serious as in this case a vascular occlusion was reported and the patient received comprehensive treatment with a resolving outcome. The events occurred in a compatible temporal relationship. The event vascular occlusion occurred in a compatible local relationship whereas no event localization was provided for the event injection site pustule so that a local relationship for this even can only be assumed. Vascular occlusion (serious) and injection site pustule (non-serious) are expected based on the currently valid UK instructions for use (IFU) of belotero balance and can occur after treatment with belotero balance. The reported discoloration is considered as a symptom of the event vascular occlusion (serious). Off label use of device is coded for formal reasons only. An injection into the chin is not an approved indication based on the IFU. According to the IFU, it is contraindicated to inject into blood vessels. Nevertheless, during injection of a filler it can occur that a blood vessel is accidentally occluded by two different mechanisms: directly by injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. Rare but serious adverse events associated with the intravascular injection of soft tissue filler include temporary or permanent vascular complication, vision impairment, blindness, cerebral ischemia or cerebral hemorrhage leading to stroke, skin necrosis, and damage to underlying facial structures. It is recommended in the IFU to immediately stop the injection if the patient exhibits any of the following symptoms including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure and patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur. Depending on the size, a cutaneous necrosis can heal without sequelae under adequate treatment or leave a scar. In this case, no necrosis was reported. Possible confounding factor for event injection site pustule includes the history of cold sores which presumably was not active based on the wording of the report. Nevertheless, a contributory role to the treatment with belotero balance cannot be excluded with certainty. Causality for the events is assessed as possible related to the treatment with belotero balance based on compatible/assumed local and compatible temporal relationship, however there is no indication that a product-related issue contributed to the events. This case is assessed as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a UK nurse and concerns a female patient. She was injected with belotero (variant was unknown), into the chin (off label use of device), the day prior to this report, on (B)(6) 2026. The patient had no apparent issues following the treatment. The patient's medical history included cold sores and stomach problems. On (B)(6) 2026, the following morning after the belotero injection, the patient experienced a vascular occlusion (vo). She had discolouration across one side of the chin and a little underneath the jawline. The patient was injected with 3 vials of hyalase (needle and cannula) at different levels. She was reviewed next day and further 2 vials used. It was improved. On (B)(6) 2026, on the day of this report, she had some pustules. Until on (B)(6) 2026, the patient had 30 mg prednisolone (day 1), aspirin 300 mg followed by 75 mg daily, aciclovir for history of cold sores and possible early symptoms. Additional considerations were using of prednisolone for further few days (5-7). In the view of history of stomach problems it was considered to use of proton pump inhibitor (ppi) to cover steroids and aspirin. In signs of infection, antibiotics were considered. The patient was dealing with it very well. Due to the provided information, the outcome of the event vascular occlusion was considered as resolving and the outcome of the event pustules was unknown.